Manufacturer narrative:
Additional information was received that the reason for the explant was epidural hematoma, which was believed to be procedure related. The location of this hematoma was not determined and no further information was obtained with regard to this. The symptom included numbness in the patient's legs.

Event description:
A report was received that the patient underwent an emergency explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an emergency explant procedure for an unknown reason. No device malfunction was suspected.